Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_947 - repair mr ide study, patient site (B)(6).) It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. Three clips were successfully implanted, reducing mr to trace. On (B)(6) 2026, the patient presented to the emergency department with a heart rate of 34 beats per minute. On 15 november 2024, the monitor noted bradycardia and tachycardia. The patient's medication dosage was increased. On (B)(6) 2025, imaging was performed and mitral stenosis was noted with a mean diastolic gradient of 7mmhg.